Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city, state and site the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd rack for 16mm there was a hardware/software malfunction for esr instrument the following information was provided by the initial reporter. The customer stated: "the box was intact but several racks inside were broken. The small hooks were broken."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged was observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. In review of the 3 photos sent by the client, the racks may have been broken during transport. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd rack for 16mm there was a hardware/software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: "the box was intact but several racks inside were broken. The small hooks were broken."